Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room and get hospitalized due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 498 mg/dl. Customer was treated with insulin drip. Customer did not allege insulin pump for under delivery. Customer was not using auto mode. Customer stated that there was no leak. Customer stated that there was little size air bubbles in the tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had missing information related to the event and that information has been provided with this report. (B)(4).

Event description:
It was reported that customer went to the emergency room and was hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2020.